Manufacturer narrative:
An investigation is in progress for returned product received on january 20, 2023.

Event description:
Rest of tampon inside me- vagina [foreign body in reproductive tract]. String broke off from the main part [device breakage]. Went to remove the tampon, string broke...rest of tampon inside [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon string broke off from the main part during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Rest of tampon inside me- vagina [foreign body in reproductive tract] string broke off from the main part [device breakage] went to remove the tampon, string broke...rest of tampon inside [complication of device removal] case narrative: consumer reported via e-mail that the tampon string broke off from the main part during removal. No serious injury reported.